Event description:
A (B)(6) year old, male, patient, underwent aaa repair on (B)(6) 2010. The patient's anatomical form was not suitable for endovascular repair because the patient's both sides of access route diameter was narrowed (right 4.2mm, left 4.0mm). The physician conducted the procedure as labeled. He then did an angiogram and recognized that the proximal side on the contralateral leg was uncoupled and dropped into the aneurysm. So the physician placed the additional iliac leg. The additional iliac leg was covered a little bit of the left internal iliac artery, but recognized keep blood flowing and the physician ended the procedure. The physician confirmed that the additional leg was placed properly. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Separates is not specifically addressed per the IFU. Event is currently under investigation.